Event description:
Dislodgement was reported on this lead and confirmed by x-ray. The device was reprogrammed to vvi 50ppm. Patient will have the lead revised in the future, lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.